Manufacturer narrative:
The subject device was not returned to olympus for evaluation, because the subject device was discarded at the hospital. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Since this is a known event and the cause can be inferred from the results of previous similar investigations, it was judged that investigation using equipment with similar structure or similar equipment is unnecessary. Based on the past similar cases, it was known that the guidewire near the tip region was bent for some reasons. That caused the adhesion peeling between the guidewire tip and the basket wire. As a result, the guidewire tip came off. The above device handling has warned in the instruction manual.

Event description:
During a lithotripsy, the subject device was used in combination with tjf-q190v. The basket was inserted into the endoscope over the guidewire. When the basket was out of the working channel of the endoscope, the distal tip was detached and sliding loose over the guidewire. The user tried to remove the subject device and to grab the tip. The suction valve of the endoscope became stuck, possibly because the distal tip of the basket was inside the endoscope and pulled into suction channel. After inserting brush from connector towards the endoscope handle, the issue was resolved. The distal tip was not found. The intended procedure was completed with another device. There was no patient injury reported.